Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have low blood glucose of 40 mg/dl, which was treated. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. Customer reported that drive support cap appeared normal and insulin pump was not exposed to magnetic field or MRI. It was found that customer's priming technique was good and all settings were correct. Reservoir was showing slightly less insulin than what was shown on status screen. Insulin pump passed displacement test. After troubleshooting, customer was advised to monitor insulin pump, contact healthcare professional regarding low blood glucose and to call back should issue persist.